Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a vibration alert from the competitor device and came to the hospital. The right ventricular (rv) lead was noted to have oversensing and the thresholds were noted to be high. Reprogramming was performed to turn high voltage therapies off until the lead could be cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.